Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient when the pod was removed from the infusion site on their arm, the pod's cannula was found bent. The patient's glucose level rose over 14 mmol/l (250 mg/dl) as reported. The pod was worn between 4 and 24 hours. As treatment, a bolus was applied, old pod was removed and a new pod was successfully activated.